Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. A death certificate is not available. It is unknown whether the pt was connected to the hc at the time of death. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. Review of the device service history record revealed no issues that could have caused or contributed to the home patient passing away. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.